Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump was received with the retainer still attached to the pump case properly. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the left side of insulin pump was cracked and goes all the way to the right. Customer stated that reservoir cannot be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.